Manufacturer narrative:
(B)(4). The customer stated the product would not be returned for investigation. The device passed all testing performed by hospital biomed technicians. The customer could not duplicate free flow when the door was opened; the safety clamp was reported to retract and stop flow every time the door was opened during their testing. The device was put back into use after their internal investigation of the event. The root cause of the customer's experience was not identified.

Event description:
The customer reported "alaris IV pump channel alarmed 'air-in-line.' Rn opened channel to inspect tubing. Tubing remained in channel, but safety clamp failed to deploy when channel opened. Insulin free-flowed into patient for a few seconds until problem recognized and tubing manually clamped to prevent further drug administration. Drip turned off. Pump channel and tubing removed from service and set aside from biomed inspection." There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.